Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, product type: recharger, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that, although not unbearable, they experienced an uncomfortable warmth during charging with their recharger telemetry module (rtm) and also felt that the implantable neurostimulator (ins) took a long time to charge. Additional information was requested regarding which device the patient felt the warmth with; however, no further information was available. Guidance was provided explaining that, even if the ins was completely empty, it should be fully charged in about an hour if it was in "very good" condition, and this explanation was accepted. It was also explained that changing the charging speed could potentially alleviate the uncomfortable warmth, but such changes might affect the overall charging time. The patient agreed to monitor the situation for a while. It was unknown whether any external factors may have caused the event. The issue was considered resolved at the time of report.